Manufacturer narrative:
(B)(4). The insulin pump was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer, scratched case and missing reservoir tube o-ring. The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.